Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under separate medwatch report number.

Event description:
This is filed to report premature deployment, expulsion, difficult to remove, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted leaflet restriction and prolapse in anterior and posterior. Visualization was difficult due to imaging quality and equipment. A steerable guide catheter (sgc) crossed the septum and was advanced to the mitral valve with resistance, and then a ntw clip delivery system (cds 10717r117) was advanced to the mitral valve. However, the clip could not capture both leaflets. Therefore. The cds was removed with the clip attached. The procedure continued with a longer clip. An xtw clip (10907r164) was successfully deployed in the a2/p2. However, capturing both leaflets was difficult. A second xtw clip (10907r140) was attempted to be implanted medial to the first clip to further reduce mr, but the septum was floppy and tore, causing an aorta hugger. Troubleshooting was performed but the clip was not coaxial and it was not possible to capture both leaflets. A decision was made to remove the clip. However, during removal, the clip became stuck in the sgc's tip and the clip opened. The clip was then pushed to the left atrium and re-closed. The clip was pulled into the inferior vena cava without inserting the clip into the sgc because the clip would open every time. However, the clip prematurely deployed from the cds into inferior vena cava. The clip was no longer attached to the gripper lines, and therefore the clip had to be snared and was removed. The torn septum was left untreated and the patient is stable. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, the reported failure to capture the leaflets was due to procedural circumstances as the system had an aorta hugger leading to inadequate clip position. The reported difficult to remove was associated with the clip getting stuck on the steerable guide catheter (sgc) tip and a cause could not be determined. It is possible that procedural interactions (e.g., unintended curves on the device, clip not fully closed) contributed to the issue; however, this could not be confirmed. A cause of the reported clip opening while locked could not be determined. It is possible that procedural interactions (e.g., excessive tension applied on the clip actuator, impact on the clip when retracting into sgc) contributed to the clip opening; however, this also could not be confirmed. A cause of the reported premature activation could not be determined. It is possible that the clip actuator got damaged through removal maneuver, causing clip deployment; again, this could not be confirmed. The reported expulsion was due to the premature activation. The reported poor image resolution was due to imaging equipment limitations. The reported foreign body was due to the clip expulsion in the inferior vena cava. The reported unexpected medical intervention was a result of case-specific circumstances as a snare was introduced to remove the expulsed clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.